Event description:
During a procedure the technician placed a lead apron across the c-arm and left the room. The lead apron was either on top of the x-ray button or making contact with the footswitch, thereby activating fluoro. The beeper that normally signified when fluoro is in operation was not working, therefore the surgery staff did not realize that fluoro was continuing until the 5-minute alarm went off. At this time the exposure was terminated. The technician has been cautioned about the appropriate placement of the lead apron. The fluoro beeper has been repaired and the system has been returned to service.